Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor generated a "level sensor not attached" error message although the sensor was attached. The user reported the error message was intermittent in nature. The user was able to position the sensors on the reservoir to function properly to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.